Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received titled, " a comparison of 5 models of total knee arthroplasty in young patients". Literature article "a comparison of 5 models of total knee arthroplasty in young patients" (2016) by young-hoo kim, md, jang-won park, md, jun-shik kim, md published by the journal of arthroplasty http://dx.doi.org/10.1016/j.arth.2015.11.015 was reviewed. The article purpose: to determine whether different models of tka implants would provide similar or better clinical, radiographic, and survivorship results. The article reports: the authors analyzed the records of 934 prospectively followed patients (1228 knees) younger than 60 years old who underwent primary tkas. Pfc sigma rp was implanted in 190 of these patients. Four other competitor implants were also used and all 5 of these were compared. In this study, range of motion, prevalence of polyethylene wear, osteolysis, revision rates, and survivorship of pfc sigma rp were similar to other 4 models of tka designs. There were pfc sigma rp group, there were 10 knees that were revised due to complications. 6 knees for instability; 2 knees for aseptic loosening; and 2 knees for infection. All patella were routinely resurfaced and cement was used in all implants (manufacturer not disclosed). Depuy products involved: pfc sigma rp. Complications: instability (6), aseptic loosening (2), infection (2), surgical intervention (10). Loosening will not be reported due to insufficient information.